Event description:
It was reported that the patient presented in clinic for a routine check-up. It was noted that the right ventricular (rv) lead was not capturing and exhibiting r-wave amplitude variation. Programming changes were made. The patient was in stable condition.

Event description:
New information received notes that the right ventricular lead was repositioned on (B)(6) 2021.